Manufacturer narrative:
A company representative visited the site to perform a preventative maintenance and the system met specifications. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a side cut had not been fully opened and the horizontal cut was very irregular in depth during a surgery. The flap could be fully opened manually with care. Subsequent refractive surgery was completed. There was no patient impact. Patient was given therapeutic contact lenses to prevent irregular epithelialization. The affected eye was the left eye (os). Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.